Event description:
The patient was admitted for evaluation and possible pacer pocket infection. The patient states that the swollen area of his pacer pocket has doubled in the past couple of hours and has been problematic over the last two weeks... The initial pacer was placed three years ago. From the op note: "the leads were examined. The ventricular lead had evidence of a small insulation defect. Using medical grade silicone, this lead was repaired, and a sewing ring (suture sleeve) was placed over the site of repair, and approximated using 0 ethibond. A stylet was then placed in the non-functional right atrial lead. The active fixation mechanism was retracted, and using manual traction, the lead was removed completely from the body."... There were no complications, and the patient was discharged home in stable condition a couple days later.